Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the server d drive was at full capacity causing new orders and patients to be delayed. The technical support specialist database was shrunk down by 60% and freed up enough space for the server to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system patients order were not crossing over when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.